Event description:
It was reported that during a hip arthroscopy procedure using the ambient hipvac 50 wand, the distal tip detached from the wand. The procedure was delayed for one hour while the tip was retrieved, but ultimately the procedure was completed with a back up wand without further reported complications.